Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The supply bag reportedly fell and disconnected. The technical service representative (tsr) explained to the home patient (hp)'s caregiver (cg) to start over with new supplies or do manual exchange. The tsr advised cg would need to notify the peritoneal dialysis nurse of the bag disconnecting and se 2240. The tsr assisted the cg disconnect hp and retrieve cassette from door. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm was caused by a supply bag falling and disconnecting. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.